Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -1.0/1.5/123 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. The patient experienced excessive vault. The lens remains implanted. Cause reported as device. "Lens too big".

Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). B5-the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -10.0/1.5/123 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was removed. A replacement lens of a different toric model and shorter length lens was implanted due to excessive vault and the problem was resolved. Cause reported as device. "Lens too big". D6b- (B)(6) 2022. Claim# (B)(4).